Manufacturer narrative:
The insulin pump had a broken reservoir tube lip noted. The insulin pump had a cracked battery tube threads, minor scratches on lcd window and cracked reservoir tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump is cracked at the top of the reservoir compartment, and that the reservoir is not staying in the pump. The patient's blood glucose at the time of incident was between 215 mg/dl and 220 mg/dl. The customer believes that the damage was caused by normal wear and tear. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.